Manufacturer narrative:
One endoscopic vessel harvesting bipolar device was received at sorin group USA for eval. The clinician reported that the tip of the device broke off while in use. The broken piece was retrievable and there were no pt issues. A visual inspection of the returned bipolar found that the upper jaw was intact, with no cracks or failures of the material. The inspection of the lower jaw found that the jaw material showed evidence that it had been forcibly bent creating a fracture. The surface finish of the break interface indicated multiple bends of the lower jaw tip before the material finally failed. As a result of the analysis, it can be concluded that the device failure was due to improper use. Mechanical stress on the bipolar jaw tip can cause damage. As stated in the instructions for use, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". In addition, the instructions for use state "examine the device carefully prior to use, during use and after completing the procedure to ensure the jaw is intact. If the jaw is not intact, locate missing pieces. Do not use the device if damaged".

Event description:
The clinician reported that the jaw tip of an endoscopic vein harvesting bipolar device broke off in the pt's leg. The piece was retrieved. No report of pt injury.